Event description:
The facility reported an infusion pump with bad battery. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of bad battery was confirmed due to depleted batteries. Failure code 570:320:844:0000 was found. Inspection of the pump revealed depleted main batteries with 13 discharges below alarm threshold caused failure code 570:320:844:0000. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.